Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cable connection from the remote manager to the 6_drawer main unit broke off. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cable connection had broken off. A field service engineer found that the customer had installed a new cable for the remote manager and connected it to a different port on the station. The issue was resolved by reconfiguring the remote manager to communicate correctly with the station. The customer performed a full refrigerator inventory to confirm the repair, and all functions operated properly. The system functioned as intended after the field service engineer repaired the device.